Manufacturer narrative:
Update to b5.

Event description:
Additional information was provided that the patient underwent a successful valve in valve procedure using a 26mm sapien ultra valve .

Event description:
The 6-year progress note indicated that the patient presented with worsening shortness of breath and was found to have severe bioprosthetic aortic valve stenosis and decompensated heart failure. Echocardiography revealed severe bioprosthetic aortic valve stenosis. The cardiac CT revealed a bioprosthetic aortic valve with calcified leaflets causing severe stenosis, the aortic valve area by planimetry is 0.6 cm2. There is no evidence of halt, thrombus, or pannus. Discharge summary noted that the patient was admitted in acute systolic heart failure and was evaluated by cardiothoracic surgery and the structural heart team. As he was not a good candidate for surgery, a valve-in-valve tavr would be the only therapy for his stenosis. Patient had a cardiac catheterization with percutaneous coronary intervention (pci) in anticipation of a valve in valve (viv0 tavr. Patient was clinically stable on discharge.

Manufacturer narrative:
Correction to h6; impact code, clinical code, type of investigation, investigation findings, investigation conclusion. Investigation results suggest/indicate that the progression of stenosis disease may have caused or contributed to this event.

Event description:
Approximately 6 years and 8 months post tavr procedure using a 29mm sapien 3 valve, the patient is now being worked up for a valve in valve or explant procedure due to stenosis. Imagery was received and reviewed that indicated there is some calcification of the leaflets .

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknown patient factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.